Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was testing in settings mode. The complaint was classified based on customer service representative (csr) documentation. The patient reported that she could not give an exact date on when the meter issue began but that it was about a year prior to her contacting lfs. She reported that she manages her diabetes with a combination of medication including ¿metformin 500 mgs twice per day and 2 insulin shots per day and a victoza shot¿, and in response to being unable to use her meter she had been guessing her insulin dosage based on her feelings. The patient reported that round about (B)(6) 2019 she developed symptoms of ¿can barely see, trouble swelling on legs, palpitation on the heart, and does not walk straight, staggering¿. The patient stated that on response to the symptoms, she attended her doctor¿s office, and they treated her with novolog 70/30 insulin. A blood glucose result of ¿547 mg/dl¿ was obtained on the hospital meter. During troubleshooting the csr noted that when walked through a retest with the patient the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.